Event description:
It was reported that the 9800 system boots up with an interlock failure error message on the c-arm control panel. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found the 24v interlock line shorted to the grounding point on the filament driver pcb. Replaced the filament driver pcb. The system was tested and found to be working as intended and placed back into service.